Event description:
It was reported that patient experience intermittent stimulation from the spinal cord stimulator (scs) device. It was noted that patients spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7040959, UDI: (B)(4).

Event description:
It was reported that patient experience intermittent stimulation from the spinal cord stimulator (scs) device. It was noted that patients spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure.